Event description:
It is reported that the patient was revised due to the articular surface fracturing and causing some metal impingement and metallosis.

Manufacturer narrative:
This report will be amended when our investigation is complete.